Manufacturer narrative:
The root cause for ¿¿there are scratches on the detection tissue after the instrument gets off the plane, and part of the tissue is lost¿ reported by the customer could not be unequivocally determined from the information available. Information provided indicates there was contamination of the reagents, including ¿¿some black particle precipitates¿ and the issue was resolved after cleaning the reagent bottles and replacing reagents. Details of the affected slide staining run(s) were not available to the manufacturer. As a result, it was not possible to assess the operation and function of the instrument. However, based on the information available, the instrument functioned as designed in the circumstances reported by the customer.

Event description:
On 07 may 2025, leica biosystems received the following information: ¿bond-iii, there are scratches on the detection tissue after the instrument gets off the plane, and part of the tissue is lost.¿ on 09 may 2025, the assigned leica field service engineer (fse) visited the customer site and documented the following information: ¿according to the customer's description, the occurrence of tissue scratches is occasional. On-site inspection revealed that the probe, covertile, slide rack, and ssa were all normal, and no issues were found with the instrument's hardware. Only in the dewaxing solution reagent bottle were some incompatible liquids found, and in the alcohol reagent bottle, some black particle precipitates were discovered. Clean the reagent bottles and replace the contaminated reagents. Test ok.¿ on 10 may 2025, the assigned leica field service engineer (fse) visited the customer site and documented the following information: ¿cleaned dewax and alcohol bottles and replaced the reagents. There were no same problem happening in two days, observing for a while.¿ on 14 may 2025, leica biosystems melbourne received information from the local leica qa specialist, qara that ¿¿this case involves clinical samples and partly involves patients re-biopsy.¿ identifiers for the patients requiring re-biopsy were not available to the manufacturer.